Event description:
The customer reported that the central nurse's station (cns) rebooted on its own.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020 customer reported that cns device spontaneously rebooted once the previous night. Device was located on 6th floor north side cmu. Customer had no further detail on the issue and was to collect more information. On (B)(6) 2020, customer stated that the issue was related to concurrent work on the device and was resolved but did not provide details. Investigation summary: customer provided little details other than the fact that there was concurrent work being done on this device. With insufficient information, the root cause could not be determined. Device's operator manual requires user to reboot device on a regular basis to ensure optimal performance. Maintenance history for this device is not available. The following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: d11 & c2 concomitant medical products additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) rebooted on its own. The customer had no further details on the issue except that no harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that the central nurse's station (cns) rebooted on its own.